Event description:
Thirty three pts involved. In 2008, a facility nurse reviewing routine weekly lab results for the facility's dialysis pts noted a drop in hemoglobin for approx 33 pts. The relevant labs are included for each pt. On the same day, another facility staff noted a possible discoloration of the dialysis lines. The facility immediately discontinued all pt treatments and initiated an investigation, which revealed a suspected chlorine break-through in the facility's water purification system. Hach test strips used to detect chlorine had given false negative readings. The facility's investigation revealed three bottles that were not reactive to chlorine. The bottles originated from lot #s 7163 and 7044. We believe pts were admitted to the hosp throughout the last 14 days. Most of whom were reportedly diagnosed with an anemia. At least one pt was reportedly diagnosed with hemolytic anemia and myocardial infarction. Lot#-7044, expiration date-12/2008.